Event description:
Caller alleged that the following results were obtained on a neonate patient in less than 10 minutes: 41 mg/dl (inform meter) and 30 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.